Event description:
The patient noticed a popping sound, then reported that the sound began to fluctuate in intensity. The patient is still experiencing these popping and intensity fluctuations. The patient is to be monitored over the next couple of days and the patient was asked not to wear her external equipment.